Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with sensor readings indicating ¿high¿ (over 400 mg/dl) for more than two hours after breakfast while using the ilet system, despite two guided supply changes with no noted occlusions or bent cannulas and appropriate meal announcements. Symptoms included no reported acute clinical effects. Outcomes included user-initiated backup therapy by disconnecting from the ilet and administering subcutaneous insulin via pen; no medical intervention or hospitalization occurred. Investigation included troubleshooting and user education on supply change verification and meal announcement timing. Investigation of this case revealed no device malfunctions were identified during guided checks, and the cause of hyperglycemia remained unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause, with user-managed correction outside the device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.